Event description:
It was reported that during transarterial embolization (tae) procedure, the subject stent system became dislodged due to significant vessel tortuosity, and the entire system was withdrawn. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during transarterial embolization (tae) procedure, the subject stent system became dislodged due to significant vessel tortuosity, and the entire system was withdrawn. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned as it was implanted. It cannot be confirmed if the device met specification, as the product was not returned. The physician reported the fact that the stent system was introduced following the standard procedure. However, due to significant vessel tortuosity, the system became dislodged. The as reported code of 'stent dislodged/migrated' will be assigned undeterminable as the stent was deployed in the patient and was not available for analysis.